Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file, unable to perform a21 error test, occlusion test, excessive no delivery test due to motor error alarm also, unable to verify a35 alarm due to motor error alarm. The insulin pump had no setting alarm noted. The insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 211 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm and a motion sensor test failure alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.